Event description:
Event description guidant received information that while attempting to implant the right ventricular lead the patient experienced cardiac tomponade due to perforation of the heart wall. After the perforation, the patient was stabilized and returned to a monitor unit and the decision was made to attempt another implant at a later date.